Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012690629 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the guidewire lumen was observed to be kinked at 0.5 in from the distal tip. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, the guidewire was found to be stuck at the location of a kink observed in the guidewire lumen, approximately 0.5 inches from the distal tip. In conclusion, the loop catheter failed the returned product due to the kinked guidewire lumen observed on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while repositioning the catheter pscc100 pulse select from the left to the right pulmonary veins during a cardiac ablation procedure, it was no longer possible to advance the guidewire out of the catheter. X-ray imaging showed that the catheter tip was no longer in its original position. The catheter was replaced to resolve the issue, and the procedure was completed with the new catheter without any further technical difficulties. No patient complications have been reported as a result of this event.